Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that the spring in the b line connector seems to have malfunctioned which resulted in a chemo spillage/leak. There were no cuts, holes or defects noted on the product. The chemo did not come in contact with the patient or health care provider. There was a patient involvement but no patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
A picture was returned showing a stick down on the clave of the secondary port of the cassette. The complaint of malfunction in the b line connector can be confirmed based on the returned image. Without the return of the used sample or mention of the used mating device a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.